Event description:
During baxter's functionality testing of a spectrum pump, it had turned off without user input. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the device turning off without user input, which was not reproduced. The symptom was confirmed through observation during functionality testing, and was found to be caused by back flex chaffing at traces #28 and #30 where they came in contact to the right screw of the scanner bracket. A short between both traces occurs when simultaneously contacting the screw. The rear case (containing the back flex) was replaced.